Manufacturer narrative:
Device evaluation summary: device evaluation battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was unable to power on.